Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer reported that no therapy could be administered with the monitor. Review of the activity logs for the reported event date showed no indication of a device malfunction. The user powered the device on in pacing mode but did not set a pacing current and received an ECG lead off message. The device was later switched to defibrillation mode where an initial 30j self-test attempt was unsuccessful. Additional attempts produced "check pads" and poor pad contact messages until proper pad criteria were met, after which a successful 30j test was completed. The device was evaluated and successfully monitor ECG and deliver 30j, 200j, and synchronized cardioversion shocks. No device or accessory malfunction was identified. The device functioned as intended and was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.